Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Evaluation: a review of the manufacturing records did not present any irregularities during the final packaging inspection process relative to the subject device. It should be noted that with such an irregularity on the external packaging, the product would have not been released for distribution. Therefore, it is concluded that the observed issue was most probably generated during transportation due to inappropriate conditions. Corrective actions are on-going in order to reduce the occurrence of packaging damaged during the whole transportation cycle.

Event description:
During a msc incoming inspection, the label was found damaged.